Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high pacing thresholds, decreased pacing impedance measurements, and loss of capture on the right ventricular (rv) lead. This rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.